Event description:
Reporter had a zyplast collagen test and had no reaction then proceeded and had bovine collagen from another dr injected into lips and lines from nose to lips 3 months later. Reporter immediately felt very uncomfortable, bumps in lips, went back to the plastic surgeon and he injected more collagen. One week later lips began to turn red, swollen, blackish color, pain. Reporter went to an infectious disease dr. He immediately admitted reporter into the hosp with 102 fever and a culture find of strep b and other drs records report septicemia, was put on tequin IV. After release from hosp of two weeks reporter went back to plastic surgeon still complaining with greenish discharge coming from the lips with excruciating pain. This dr did nothing but reporter on pain medication and a numerous amount of antibiotics. One year later reporter found another dr who surgically removed two infected collagen lumps from lips which were sore with open injection sites for one year. Reporter was told a spider bite was the reason for the open injection sites from initial plastic surgeon. Reporter still has nodules at each injection site with fever. The lumps removed from lips came back as beta-lactamase and pathology was benign squamous epithelium with "sub epitheleal fibrosis hyperplasia interstitial fibrosis chronic inflammation vascular ectasias". Reporter continues to feel lumps coming back in injection sites. Initial doctor never reported this and reporter needs assistance immediately. Reporter feels malaise, low and high fevers still. Lumps are still in the face in sites where collagen was injected one year later.